Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) however, a specific value was not provided. Reportedly, the customer observed insulin exiting the tubing successfully and had not received any alerts or alarms. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide further information regarding the bg event.